Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sure step intermittent catheter was defective. Customer stated that the end of the catheter which gets inserted into the patient was messed up or missing. Per additional information received via form with sample returned on 03nov2022, it was reported that the end of the catheter was missing and it was noticed before patient contact. So catheter was not used.

Event description:
It was reported that the sure step intermittent catheter was defective. Customer stated that the end of the catheter which gets inserted into the patient was messed up or missing. Per additional information received via form with sample returned on 03nov2022, it was reported that the end of the catheter was missing and it was noticed before patient contact. So catheter was not used.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), sure step intermittent catheter attached to drainage bag with label. Visual inspection of the sample noted the catheter tip was cut off. Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be ¿damaged extrusion tooling (pin and die)". The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: "bard® ez-lok¿ sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip collection devices (fig. 1b). Bd vacutainer® urine products can be used for collection, storage, and transport of urine specimens from a urinary catheter. 1. Swab surface of bard® ez-lok¿ sampling port with antiseptic (fig. 2) e.g., site-scrub¿ ipa device which is an effective disinfecting agent for luer hubs. 2. Using aseptic technique, position the collection device in the center of the sampling port. Press the device firmly and twist gently to access the sampling port. (Fig. 3) 3. If using bd vacutainer® luer-lok¿ access device (fig. 4), collect urine into the bd vacutainer® tubes per hospital protocol. If using syringe, slowly aspirate urine sample into syringe and transfer to collection cup or follow hospital protocol. 4. After sample is obtained, discard collection device according to hospital protocol. 5. Follow established hospital protocol for specimen labeling and transport to lab. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." The actual/suspected device was evaluated.